Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device has been alerting low flow. They checked connections and it went away for about an hour, but now they're getting air leak alerts. Nurse not currently in front of device. Water flow rate (wfr) was 1.1 l/m. Neonatal pads in place. Called nurse on cell. Walked through stop therapy, disconnect and proper reconnection. All lines were straight with no bends or kinks. Use rolled blankets between pad lines and hard surfaces. Restarted therapy and water flow rate (wfr) was stabilized at 0.9 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 32.3c, outlet control temperature (t2) was 32.2c, inlet temperature (t3) was 31.9c, chiller temperature (t4) was 5.9c, water flow rate (wfr) was 0.9 l/m, inlet pressure (ip) was -6.8 psi, circulation pump command (cpc) was 31 percentage, mixing pump command (mpc) was 0, heater was 3 percentage, water reservoir level (wrl) was 4, system hours were 8582.4 and pump hours were 8455.5. Advised to call back if any alerts return.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿belt speed controller set too high". However, there was insufficient information to confirm this potential root cause. The device history record review could not be performed without a lot number. The labeling is found to be adequate. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device has been alerting low flow. They checked connections and it went away for about an hour, but now they're getting air leak alerts. Nurse not currently in front of device. Water flow rate (wfr) was 1.1 l/m. Neonatal pads in place. Called nurse on cell. Walked through stop therapy, disconnect and proper reconnection. All lines were straight with no bends or kinks. Use rolled blankets between pad lines and hard surfaces. Restarted therapy and water flow rate (wfr) was stabilized at 0.9 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 32.3 c, outlet control temperature (t2) was 32.2 c, inlet temperature (t3) was 31.9 c, chiller temperature (t4) was 5.9 c, water flow rate (wfr) was 0.9 l/m, inlet pressure (ip) was -6.8 psi, circulation pump command (cpc) was 31 percentage, mixing pump command (mpc) was 0, heater was 3 percentage, water reservoir level (wrl) was 4, system hours were 8582.4 and pump hours were 8455.5. Advised to call back if any alerts return. Per follow up call with nurse on 30jul2024, confirmed that the patient completed therapy on the device with no further noted issues. The pad was not exchanged and was disposed of after completion of treatment. Unable to provide patient identifiers for neonate.